Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Cts provided tips for preventing altitude alarms, and the caller acknowledged them. The customer was able to resume insulin with the original cartridge without needing to replace it.